Event description:
Event description boston scientific received information that a magnet rate could not be obtained and a rate below 30bpm was reported during a procedure yesterday. Today, the device cannot be interrogated, there is no magnet response and no pacing output. However, the patient's intrinsic rate is coming through between 60-70bpm. It was noted that the patient may have vasal vagal syndrome. This pacemaker has been implanted for nearly nine years.